Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the posterior side assessed as surgical impact opening (shell thickness was within specification) and missing pieces of shell assessed as inconclusive. Additional observations: yellow biological tissue observed on the surface of the shell. Observed non penetrating nick on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. Device has been explanted and replaced with non allergan device.